Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard winged bl 22ga x 1.0in was damaged. The following information was provided by the initial reporter: materiel no. 381523, batch no. 0310813. It was reported the nurse found the blue plastic to be broken/damaged so they couldn¿t attach any line to it. Email verbatim: I had the pain clinic manager bring me a ¿bd insyte autoguard winged¿ IV that was defective. The nurse placed the IV and then found the blue plastic to be broken/damaged so they couldn¿t attach any line to it. I have the defective item in my office if it needs to be shipped to bd for review.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one catheter adapter assembly. Upon inspection of the catheter adapter assembly, it was found that the outside threads of the luer were damaged. The reported defect was confirmed. Based on the appearance of the damage, the defect most likely occurred due to misalignment during manufacturing. Preventative maintenance and sampling is performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte autoguard winged bl 22ga x 1.0in was damaged. The following information was provided by the initial reporter: materiel no. 381523; batch no. 0310813. It was reported the nurse found the blue plastic to be broken/damaged so they couldn't attach any line to it. Email verbatim: I had the pain clinic manager bring me a ¿bd insyte autoguard winged¿ IV that was defective. The nurse placed the IV and then found the blue plastic to be broken/damaged so they couldn't attach any line to it. I have the defective item in my office if it needs to be shipped to bd for review.